Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and bs xenform were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following implantation, on (B)(6) 2008, the patient experienced pain, erosion, extrusion, recurrent infection, bleeding, urinary and bowel problems, dyspareunia, neuromuscular problems, organ perforation and vaginal scarring. Pt also reports painful intercourse since 2008. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat vaginal vault prolpase and incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.